Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
.It was reported that the customer experienced insulin leakage from a cartridge while changing supplies and performing the fill-tubing process. It was confirmed that the cartridge had not been inserted into the pump before the connector was attached, and that the connector was connected to the cartridge prior to proper insertion. The proper supply-change steps were reviewed with the customer, and blood glucose was not impacted as the issue occurred during a supply change. The customer planned to use new supplies and follow the correct process moving forward and reported being satisfied with no further questions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.